Event description:
Hoyer lift tipped as staff moved resident from bed to wheelchair. Pin in shaft of swing bar broke, falling on resident, the weight shifted, and hoyer fell over. Resident was caught by staff and was not injured.